Manufacturer narrative:
Of the 28 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 28</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-74 years of age and between 50 and 300 pounds. Of the reported patients, 8 were male and 20 were female.